Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the meter states "last bg test more than 15 minutes ago" even though test was less than 15 minutes ago. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k)# is k082590.

Manufacturer narrative:
Follow up # 1/supplemental report text 01/12/2011. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings:the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.